Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the patient was determined to be a high risk for cardiac death, had been on dialysis for a few months; there his no history of device malfunction which would have caused or contributed to his death.

Event description:
A rn called fresenius technical support stating a patient had passed away in his sleep and was connected to the cycler. Per dr. (B)(6), the patient suffered from coronary artery disease and hypertension, and had been on peritoneal dialysis for 3-4 months. Patient was a "high risk" and had advanced heart disease. He is thought to have died in his 'sleep' of a natural death. There was no clinical suspicion for device malfunction or any problems with peritoneal dialysis therapy. There were no reports of machine malfunction. Autopsy was not requested.